Manufacturer narrative:
The customer's report that the spiros adapter disconnected from the tubing set was confirmed. These specific components were received unattached to each other. Visual inspection of these components observed no damages. It was observed that a proper connection between the set's male luer and spiros adapter was not possible due to an irremovable non-set component that was attached along the male luer. Dimensional measurement of the set's male luer was within specification and functional testing of the set observed no separation, leak, or issue. The set sample's components were inspected for kinks, holes/tears in the tubing, and damages to the components. No issue was observed further testing of pressure testing the set up to 30psi, with a lab stopcock able to be secured to male luer, while submerged underwater, also observed no separation, leak, or issue. The device history record for model 2420-0007, lot 20035937, shows the set was manufactured on (B)(6) 2020, with a total of (B)(4), units. There were no quality notifications issued during the production build of this set. The root cause was not identified.

Event description:
It was reported that the primary tubing set was circle-primed for a chemotherapy infusion, using a spiros cap connected at the end of the tubing set. After the infusion was completed, the spiros adapter unexpectedly disconnected from the tubing set. This occurred at oncology. There was no patient harm.

Manufacturer narrative:
Ch customer service rep. Concomitant medical products: chemolock spike adapter, 10ml monoject syringe, baxter 25ml IV bag, spiros adapter. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient information was not provided.

Event description:
It was reported that the primary tubing set was circle-primed for a chemotherapy infusion, using a spiros cap connected at the end of the tubing set. After the infusion was completed, the spiros adapter unexpectedly disconnected from the tubing set. This occurred at oncology. There was no patient harm.